Manufacturer narrative:
(B)(4).

Event description:
It was reported that following surgery to replace the implantable neurostimulator (ins), impedance readings were >40000 ohms with the lead connected to the ins and the lead in the multilead trialing cable. Impedance readings were not checked prior to surgery. There was no complaint about premature battery discharge. Additional info has been requested, a f/u report will be sent if additional info becomes available.